Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer's pharmacist called in on customer's behalf stating that the meter is reading too low. The customer ran a blood glucose test today at 6am (fasting) and the result was 29mg/dl. Customer's expected range is 80-120mg/dl (fasting).the pharmacist ran a test on himself with the meter and the result was 29mg/dl (fasting) also. The customer did not have any control solution to run a test on the meter. Strips were opened (B)(6) 2016 and stored in the kitchen. The test strip lot manufacturer's expiration date is 3/31/2018. The customer is not diabetic. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty on the meter strip connector. Returned test strips did pass all the test,no defect found. Final root cause investigation has been completed root cause: foreign material on strip connector (blood like substance).

Event description:
Customer's pharmacist called in on customer's behalf stating that the meter is reading too low. The customer ran a blood glucose test today at 6am (fasting) and the result was 29mg/dl. Customer's expected range is 80-120mg/dl (fasting).the pharmacist ran a test on himself with the meter and the result was 29mg/dl (fasting) also. The customer did not have any control solution to run a test on the meter. Strips were opened (B)(6) 2016 and stored in the kitchen. The test strip lot manufacturer's expiration date is 3/31/2018. The customer is not diabetic. The meter memory was reviewed for previous test result history: the 29mg/dl (B)(6) 2016 04:15 pm fasting: yes, the 28mg/dl (B)(6) 2016 03:27 pm fasting: yes, the 29mg/dl (B)(6) 2016 03:24 pm fasting: yes, the 29mg/dl (B)(6) 2016 05:58 am fasting: yes.